Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a "red heart" alarm occurred when the pt was plugged into the power module, with the rpm's going to zero. An x-ray was taken which revealed a suspicious area on the internal portion of the percutaneous lead. Seven days later, a decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.